Event description:
It was reported that this was a full system explant due to infection. There were no additional adverse patient effects reported. The product will be returned for analysis.

Event description:
It was reported that this was a full system explant due to infection. There were no additional adverse patient effects reported. The product was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable. The infection or infection related allegation could not be confirmed by lab analysis. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.